Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and device manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
In early 2009, a boston scientific corporation employee became aware of a clinical study article, "expandable metal stent placement for benign colorectal obstruction: outcome for 23 cases" published in surgical endoscopy 2008; 22:454 - 462. The following information was derived from this article: a wallstent enteral endoprosthesis was used for a colonic stent placement procedure on a male patient. According to the article, a male developed reobstruction and stool impaction 1.6 month after initial stent placement. A decompression tube was inserted at 1.2 months after initial stent placement. Patient expired at 1.6 months after initial stent placement. There is no further information from the article regarding the status of the patient.